Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device revealed breakage. The damage is consistent with wear out through heavy use and servicing and the investigation did not establish a need for corrective action. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of the handle broke off and thus wont hold the impactor anymore and is not useful. It was also reported that it was not used on a patient and it will be returned to depuy. No surgical delay.